Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) stent damage occurred. A shunt angiography of the left arm was performed on the subclavian artery and brachial artery. The contrast media showed delayed flow. There was no significant flow from the left innominate vein into the superior vena cava. The contrast media flew through collateral veins. A dilatation was performed with a 10mm balloon (no detail available). A short occlusion and high grade stenosis was reported in the left innominate vein. A wallstent uni 22x35mm was implanted but can not be postdilated due to balloon burst. A control angiography shows that the stent was shortening at the distal part. Another wallstent uni 22x45mm was implanted. A postdilation was performed with a 14mm xxl balloon, but the balloon burst . A final control angiography shows a good flow from the left innominate vein into the superior vena cava. The patient remained stable and no complication has been reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).